Event description:
During an operative procedure on a traumatic gunshot wound, the surgeon had difficulty getting the product to function appropriately. After several attempts, the surgeon found that the jaws of the clamp became misaligned. Co is unaware of whether or not the events described caused or contributed to the pt's demise.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: design, valve - relief. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. Invalid data - on device destroyed/disposed of status.